Manufacturer narrative:
After further review of additional information received the following sections g3, g7, h2 and h6 have been updated accordingly. As reported by legal brief, approximately 4 years post initial tka implantation, patient¿s left knee failed. Patient experienced pain, swelling, instability, difficulty ambulating and/or other related problems. Between the time the optetrak tkr system was implanted in patient and the time it failed, patient did not engage in any unusual or contradicted activities that should have caused the failure. Upon review of all available information, there is no evidence to suggest that a design or manufacturing issue caused or contributed to this event. The reported revision was likely the result of underlying patient factors, which led to instability of the joint.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported by legal brief, approximately 4 years post initial tka implantation, patient¿s left knee failed. Patient experienced pain, swelling, instability, difficulty ambulating and/or other related problems. Between the time the optetrak tkr system was implanted in patient and the time it failed, patient did not engage in any unusual or contradicted activities that should have caused the failure.